Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was not working. Reportedly, the patient last charged and used the system one year ago. The patient's scs ipg no longer communicates with external devices, the patient programmer displayed a communication error. Surgical intervention may be taken to replace the patient's ipg.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced due to being inoperable. Stimulation was effectively restored postoperatively thus resolving the issue.